Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike, where it was reported there was leakage. Leakage occurred after gemcitabine was injected into a saline bag at the rubber cap punctured by a chemosafe bag spike. No anomalies were observed on the product itself. There was no reported impact to the medical institution worker. The use of the sample was before use on a patient, therefore there was no patient involvement, and no report of patient harm.